Event description:
An ipp device was implanted on 6/11/92. Info received on 3/31/97 indicates the pt called on pump problem "following squeezing a couple times-there may be a fluid loss-pt at 20%." Info received on 12/1/97 from the pt indicates a revision surgery occurred on 9/11/97. It is uncertain which, if any, components were revised. Unable to obtain add'l info.